Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: it was confirmed the type of da vinci-assisted surgical procedure was performed by the surgeon was xi cystgastrostomy. It was confirmed, the date and time was the da vinci-assisted surgical procedure performed was 9/6/24. Contact person was unsure how the procedure was completed. Contact person was unsure if the instrument inspected prior to use. Contact person was unclear what surgical task was being performed when the issue occurred. Contact person was unsure if the instrument collided with any other instrument or tool during the procedure. Contact person was unsure if there any issues related to opening/closing of the grips. Contact person was unsure if there were any issues related to left/right (yaw) motion of the grips. Contact person was unsure if there were any issues related to up/down (pitch) motion of the wrist. There was 1 cable visibly protruding from the distal end of the instrument. There was no report of a fragment falling inside of the patient¿s anatomy. Customer reported the instrument hasn¿t been returned to isi for evaluation and they think site may still have it. No, photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics was not provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the 8mm large suturecut needle driver (nd) instrument wire broke and was sticking out. The procedure outcome is unknown with no reported injury. On 09/10/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wire broke and was sticking out of large suture cut needle holder.